Event description:
It was reported that the implantable pulse generator (ipg) battery depleted prematurely due to rising thresholds on the right ventricular (rv) lead. Pacing impedance on the lead had also fallen over the years. The ipg was explanted and replaced while the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.